Manufacturer narrative:
(B)(4). Devices b and c: (B)(4). Device (a) was returned in good visual condition and fully functional. Additionally, one formed and one unformed staple were received inside a small bag. When tested for functionality, the device fired and formed the remaining 31 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. Device b and c were returned sterile, in good visual condition and fully functional. When tested for functionality, the devices fired and formed all the staples as intended. The devices fired without any difficulties and the staples were noted to have the proper box shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown use of three devices in the ER for one event, the staples did not form on all three devices. Another device was used to complete the case with no patient consequence.